Event description:
Procedure type: low anterior resection. According to the reporter: anatomy involved - rectum. Colic carcinoma of the rectum. A 3cm from the pelvic floor a ta45 stapler was applied around the rectum, pin engaged and then handled compressed once to ensure accurate position. The handle was compressed a second time and remained in the closed position. The rectum then divided with the knife and the black button was depressed and jaws opened, but no staples had fired at all. Pt is well and ready to be discharged. No adverse effects to the pt. No unanticipated tissue loss, no extension in incision, no additional blood loss. Nothing fell into the pt. No reinforcement material. Surgeon had to perform a hand sewn anastomosis so there was a delay in surgery by more than 30 mins. Rectal stump was too low to apply another stapler.

Manufacturer narrative:
(B)(4).